Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, while on the second step to insufflate balloon to open up the pre-peritoneal plane, the device¿s balloon physically broke. There was no patient injury.

Manufacturer narrative:
Correction evaluation summary: post market vigilance (pmv) led an evaluation of one devices. The visual inspection of the returned product noted that the dissector balloon, trocar balloon and lock collar appeared intact. The inflation syringe was not received. The insufflation bulb was received. The obturator was received. Pmv performed functional testing: the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test syringe no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, while on the second step to insufflate balloon to open up the pre-peritoneal plane, the device¿s balloon physically broke. A new device was used in order to complete the case. No patient injury.